Event description:
Physician treated left anterior descending (lad) artery. The angiosculpt device and guide wire crossed the lad and was inflated two times. Physician attempted to remove the angiosculpt device from the guide wire but resistance was noted. Physician tugged on the angiosculpt device to remove the wire. The physician and the scrub tech felt a pop and the angiosculpt was able to be removed. The guide wire tip was separated from the rest of the guide wire but was welded to the angiosculpt device. Body of guide wire was removed from the pt.

Manufacturer narrative:
Info obtained from procedural log provided by the hosp. The angiosculpt device and all separated pieces of the guide wire were returned for eval. The returned guide wire separated in two pieces. Only the distal end of the guide wire was returned intact to the angiosculpt device. Another guide wire was returned with the angiosculpt device, however, it does not appear to be part of the guide wire that separated. Evidence of laceration from the ex port to the proximal bond suggest a guide wire prolapse occurred. The returned guide wire was able to be removed from the angiosculpt device. An MDR is being submitted for a guide wire separation because it cannot be determined with 100% certainty whether or not the angiosculpt device caused or contributed to the guide wire separation. It is probable that the separation of the guide wire resulted from force exerted during the removal of the device by the user. Angioscore does not MFR, import or distribute guide wires. Guide wire prolapse is a possible occurrence during the procedure as listed in the angiosculpt ptca scoring balloon catheter instructions for use (IFU).